Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 38500 with the incident lot was observed.

Event description:
It was reported that bd vacutainer® cat plus blood collection tubes serum-367837-incorrect color.